Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced difficulty connecting a dexcom g6 sensor to the pump, resulting in prompts to connect cgm or enter a bg value despite a recently started sensor and correct sensor code, with blood glucose readings reported at 155 mg/dl and later 125 mg/dl by fingerstick. Symptoms included no continuous glucose data displayed on the ilet during the expected connection period. Outcomes included temporary operation in bg-only run mode without impact to blood glucose. Investigation included customer care troubleshooting, verification of sensor start status, device restarts, transmitter and sensor re-start, cgm type toggle from g6 to g7 back to g6 with new sensor and transmitter entries, and observation of subsequent warmup and data appearance. Investigation of this case revealed a transient pairing or communication issue between the ilet and the cgm components that resolved after reconfiguration, with the system entering warmup and then displaying cgm values, indicating functional hardware and successful re-linking. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup-related communication interruption that resolved with guided re-pairing and device restarts.